Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored ventricular episodes with oversensing of noise on the right ventricular (rv) lead channel. Technical services (ts) analyzed device episode data and found that there was pacing inhibition less than two seconds. Rv pacing impedance values were up to 1800 ohms, which remained within normal limits. Ts provided troubleshooting including suggesting isometric and pocket manipulation testing as well as to check possible external sources of noise. It was noted that isometrics were performed, and the respiratory rate trend (rrt) feature was turned off. Subsequently, the noise was reproduced. This ICD was explanted and replaced with a new ICD. As of today, this product has not been returned for further investigation. Later, this product was received by boston scientific and a full investigation was conducted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored ventricular episodes with oversensing of noise on the right ventricular (rv) lead channel. Technical services (ts) analyzed device episode data and found that there was pacing inhibition less than two seconds. Rv pacing impedance values were up to 1800 ohms, which remained within normal limits. Ts provided troubleshooting including suggesting isometric and pocket manipulation testing as well as to check possible external sources of noise. It was noted that isometrics were performed, and the respiratory rate trend (rrt) feature was turned off. Subsequently, the noise was reproduced. This ICD was explanted and replaced with a new ICD. As of today, this product has not been returned for further investigation.